Manufacturer narrative:
A4-a6: unk. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo 12.6 implantable collamer lens of diopter -9.5/2.0/163 (sphere/cylinder/axis) into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a longer length lens due to low vault with rotation. Reportedly, "the second lens is inserted horizontally into the eye." The problem was resolved. The cause of the event was reported as unknown.